Event description:
It was reported that upon connecting the tubing, there was no obtainable suction from the device.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. This device was not used on a pt. The rptr further stated the suction equipment was checked and it worked fine, the disposable yanker connection was checked which worked fine. A second packaging of tubing was opened, attached and it was reported that the suction issue was resolved. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware. Reported to the FDA on (B)(4) 2014.